Manufacturer narrative:
The initial reported event of lead fracture, increasing and high impedance, noise, oversensing and patient feeling ¿cheated¿ were previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30-day report. Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: d354drg ICD, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a patient alert for high right ventricular (rv) lead impedance that had increased to high measurements. Trend data indicated that there was oversensing and possible noise. A lead fracture was suspected. The lead was explanted and replaced. The patient reported having to travel to the united states in order to have the lead replaced and the patient felt "cheated" and did not recall being informed of the lead advisory. There were no patient complications reported as a result of this event. Lead trend showed fast increasing rv pacing lead impedance.